Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation surgery with two 350cc mentor memorygel breast implants experienced bilateral capsular contracture baker grade IV post procedure. As a result, patient underwent unilateral removal and replacement with a 350cc mentor memorygel breast implant (right) on (B)(6) 2019. Patient then underwent unilateral removal and replacement with a 350cc mentor memorygel breast implant (left) on (B)(6) 2019. This report is for the left sided device. See 1645337-2019-23968 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on 11/25/2019, the mentor failure analysis lab received the device for evaluation. Patient underwent unilateral removal and replacement with a 350cc mentor memorygel breast implant (right) on (B)(6) 2019. Patient then underwent unilateral removal and replacement with a 350cc mentor memorygel breast implant (left) on (B)(6) 2019. The investigation of the returned device was completed by the failure analysis lab on 12/12/2019. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During visual evaluation of the device, it was observed some creases on the anterior view of the device. No additional anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Manufacturer¿s reference number: (B)(4).